Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation image flickered during angulation) was not confirmed. Additional evaluation findings were as follows: the channel tube was leaking, the protector was damaged, the light guide tube was wrinkled, the switch box and switch 1 had discoloration, there were water marks in the light guide connector, the scope connector cover unit had corrosion due to water leakage, the insertion section had signs of third-party repair, the distal end was loose, and the light guide bundles were likely broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using an evis lucera elite bronchovideoscope, the image flickered during angulation. The event occurred during reprocessing. The diagnostic procedure (bronchoscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely leakage occurred at the biopsy channel and water invaded the scope connector during device handling by the user. As a result, an abnormality of the electrical component occurred, which led to the suggested event temporally. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.